Manufacturer narrative:
An event of pericardial effusion in the left ventricle and pericarditis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage (laa) occluder was implanted successfully utilizing an unknown delivery system. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2023, the patient returned with pericardial effusion in the left ventricle and pericarditis. Pericardiocentesis treatment was performed. On (B)(6) 2023, the patient was discharged. In the physician's opinion, the amulet device was believed to have caused the effusion, but there were no clear device issues or malfunctions reported.